Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. During troubleshooting, it was confirmed that the pump was able to start charging, and insulin delivery was resumed successfully.